Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that a station drawer failure had occurred. A field service engineer found that the stop spring on drawer 3.2 was broken. The faulty part was replaced, and all components were functioning properly. No other issues were reported. The engineer was unable to run diagnostics on the system due to login issues. However, users thoroughly checked the system and confirmed that no issues were present. All components were working properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer plunger had failed to actuate electronically and opened with red manual release button located at the back. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.